Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during spinal fusion surgery, the expedium navigation driver broke during screw insertion. The surgeon used a 7.0 tap and inserted an 8.0 x 40 mm cortical fix screw. The driver tip sheared off into the screw shank and was not retrieved. The driver is not an implant grade steel. There was no surgical delay. The procedure was successfully completed. The patient outcome was unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device.